Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with blood on the device and in the hub. Microscopic and tactile inspection revealed numerous kinks in the hypotube. The shaft was separated at the midshaft bond, possibly due to tensile overload. Microscopic inspection revealed damage to the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the non-calcified bifurcation of the left anterior descending coronary artery (lad). A 2.00mm x 30mm nc emerge balloon catheter was advanced to the lesion. However, it was noted that the balloon catheter snap into two parts. A guide wire was then advanced from the diagonal branch to the lad followed with another balloon catheter past the distal end segment of the first balloon. The second balloon was then carefully retracted along with the wire and the distal end of the first balloon into the guide catheter and were then withdrawn out of the patient. No further patient complications were reported and the patient's status was stable and safe.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the non-calcified bifurcation of the left anterior descending coronary artery (lad). A 2.00mm x 30mm nc emerge balloon catheter was advanced to the lesion. However, it was noted that the balloon catheter snap into two parts. A guide wire was then advanced from the diagonal branch to the lad followed with another balloon catheter past the distal end segment of the first balloon. The second balloon was then carefully retracted along with the wire and the distal end of the first balloon into the guide catheter and were then withdrawn out of the patient. No further patient complications were reported and the patient's status was stable and safe.